Event description:
It was reported that balloon rupture. The target lesion over 80% was located in the mildly tortuous and moderately calcified coronary artery. A 3.50mm x 20mm nc emerge balloon catheter was intact upon removal from the packaging and successfully crossed the lesion. However, the balloon ruptured prior to achieving nominal pressure. The device was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported.